Manufacturer narrative:
Continuation of d10: product ID: 97755; serial#: (B)(6); product type: recharger. Product ID: 97755-s; serial#: (B)(6); product type: recharger. Product ID: 97745nt; serial#: (B)(6). Product ID: 97745; serial#: (B)(6); product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported pt reporting additional symptoms of "full body shocking" sensation when turning the stimulation off. The battery was replaced on (B)(6) 2024. Original battery will be sent back for analysis.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported difficulty charging their implant (ins); caller reported seeing poor recharge quality or no device found. Caller also reported controller 50% and ins 30% and screen displaying finished. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powered on. Caller re-inserted the battery pack and confirmed green flashing light above screen. Caller reported no visible damage to recharger. Caller mentioned they still had a bandage over their ins from implant and caller removed bandage while on the call; caller stated the doctor had torn off half the bandage when they were in the office and had instructed them that they could take the rest of the bandage off once they got home as long as there was no "bleeding or gunk." Caller also stated they had been instructed by mdt rep to charge ins when it needed to be charged. Caller reported that mdt rep took 5 minutes to pr ogress from poor recharge quality to good while they were in the doctor's office and the good charge quality did not last. Agent had caller connect the recharger and caller reported no device found. Agent then walked caller through passive recharge with numbers initially 13 13 17 and then the numbers increased to the 40s when caller repositioned the paddle. Caller then reported poor recharge quality with controller at 40% and ins 30%. Caller mentioned recharger paddle gets warm to the touch while charging ins. Agent had caller attempt to charge several times; however, caller was unable to progress past poor recharge quality. An email was sent to the repair department to replace the recharger (rtm). Caller mentioned they had a follow up appointment with their healthcare provider next week and agent provided information and instructed them to follow up with hcp if recharger replacement did not resolve issue. Caller mentioned they had early dementia. Case re-opened to send email to mdt field rep. Rep called and was with pt at the time of call. Caller stated that pt has experienced issues charging their ins since being implanted with the device. Caller stated that pt received a replacement rtm but is still experiencing the same issues. Caller stated that when attempting to charge the ins, reposition recharger continues to display. Caller stated that they were able to get the ins to charge with good quality with pt sitting and leaning forward but when they lean back, poor recharge quality displays and the rtm loses connection. Caller stated that pt has to remain leaning forward and if they move even slightly, the recharge session is interrupted. Tss collected the serial number of the rtm being used to ensure that it was the replacement rtm. Caller attempted to use two different controllers to charge the ins and experienced the same issue. Caller confirmed that they had no trouble interrogating pt's ins with their tablet. Caller confirmed that the ins was 40% charged. Caller also confirmed that the ins itself feels superficial to the surface and does not seem to be tilted inside the pocket or implanted deeper than the recommended depth. Caller also confirmed that there is not a lot of swelling at the implant pocket site and that any bandages have been removed. Tss instructed caller to attempt to charge the ins and slightly press the rtm paddle into the ins implant pocket to see if that would improve recharge quality and it did not. Tss walked caller through obtaining the medtronic data report. Caller did not have their laptop with them at the time of call and will forward the report via email once they do so. Tss is also escalating this case. Per mdt field rep, there hasn't been any change in pt's recharging status. They will try to send in the mdt file as soon as possible.

Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger b3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and repeated events reported in previous reports. Pt stated that they cannot charge the ins unless pt sits down and bends forward and their son presses the rtm paddle down on the ins site. Pt stated they can't feel the ins through the skin but can feel the "rim" of the implant so pt feels the ins is sitting sideways in the pocket. Agent did suggest that pt consult with their doctor about the ins position. Pt stated their implant hcp has left the practice so pt is going to try to contact the hcp that is still at the practice about the ins. Agent sent a message to field rep about the patient's call. Pt mentioned that pt has received 3 controller replacements and an rtm cord replacement since implant and none of those components have helped them connect to charge the ins. Rep responded that they are working with an hcp to take over repositioning the ins. On 2024-jun-21 it was reported the patient had difficulty charging and imaging showed the ins on the side. Cause is believed to be due to a fall after implant. Plan is for a battery revision. The rep reported the issue is ongoing but they would submit any new information that becomes available. On 2024-jun-27 the rep reported the device somehow turned on it's side when patient took a fall, and the hcp will be repositioning the device on 2024-jul-27.

Event description:
Additional information was received from the manufacturing representative. Rep replied to email and stated cause of charging and coupling issues was due to implant battery flipped and a provider is going to revise it. Patient's weight at time of event is 139 pounds.

Manufacturer narrative:
H1: changing from malfunction reportable to serious injury reportable due to the statement that the implant battery flipped and would need to be reposition by doctor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the 97755 rechargers (rtm) (serial number (B)(6) revealed a frayed complaint unverified, found no issues with finding or charging ins. No anomalies were visually observed. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a nurse and the patient. The nurse (rn) called and was with pt at the time of call. Caller stated that pt received the replacement recharger but was still unable to charge the ins unless they lean forward with their chest pressing against their legs. During the call, pt was attempting to charge the ins and was in passive recharge mode with numbers of 20/40/40 displaying. Caller confirmed that they are not able to feel the ins with the pocket site easily while pt is sitting or standing in a normal position. Technical services (tss) instructed caller to attempt to charge while holding the recharger paddle over the ins and applying pressure to it and caller confirmed the pt was able to begin recharging their ins in a normal state. Tss reviewed that the issue seems to be possibly related to the depth and/or position of the ins within the pocket. Pt stated that they fell on 05/14 but has since seen their doctor (hcp) and their hcp confirmed that the ins did not seem to be dislodged or impacted. Caller stated that they have been trying to get ahold of their medtronic rep but has been unable to do so as rep is not returning pt's calls. Tss sent an email to repair to replace the controller in attempt to rule out external equipment as the issue. A recharger was requested instead. Tss instructed pt to continue to work with their hcp regarding the matter if the replacement controller does not resolve the issue. Tss also emailed the field for visibility as pt confirmed that they have an appointment with their hcp tomorrow at 9am. Caller also commented that these issues began the day after they were implanted with the ins. Pt called back and repeated events reported in previous reports. Pt stated that she cannot charge the ins unless she sits down and bends forward and her son presses the rtm paddle down on the ins site. Pt stated she can't feel the ins through the skin but can feel the "rim" of the implant so she feels the ins is sitting sideways in the pocket. Agent did suggest that pt consult with their doctor about the ins position. Pt stated her implant hcp has left the practice so she is going to try to contact the hcp that is still at the practice about the ins. Agent sent a message to field rep about the patient's call. Pt mentioned that she has received 3 controller replacements and an rtm cord replacement since implant and none of those components have helped her connect to charge the ins. Rep responded that they are working with an hcp to take over repositioning the ins.